Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. The clinician was unable to interrogate the pacemaker, despite troubleshooting attempts. Additionally, the pacemaker did not have a magnet response when a magnet was placed over the device. It was believed that the battery may be dead, and it is unknown whether the battery depletion was normal or abnormal. The device was explanted and replaced with a competitive device. The patient was alert and stable.